Event description:
Heartmate 3 lvad implanted (B)(6) 2020; on (B)(6) 2020 at 18:30, lvad engineer reported: at start of shift: map 63, mpa 23, pad 20, cvp 11, hr 80, cco 5.5. With pump output (po) 4.5, 5200 rpm, pi 2.5, power 3.5w on hfo with epi 0.02 and milrinone 0.25. Approx 18:30, while pt was resting comfortably, po dropped suddenly to 0 with restoration of aortic valve opening every beat. Pi events only during speed changes. Speed decreased by surgeon (dr sciortino) to 4500rpm with po 7, power 5w, abnormal auscultation, and continued aortic valve opening every beat. Speed increased with po 3.1, 5400 rpm, pi 4.2 power 4.5, cco down to 3.8 (vad parameters minimally changed between 4900-5400rpm). Bedside tte showed dilated lv, unable to visualize outflow graft flow. Pt was reintubated and returned to operating room 29 for tee, revealing poor flow through the outflow graft. Mediastinum was explored without improvement in vad parameters; at which time lvad was exchanged for suspected thrombus / tissue ingestion. Original lvad off on cpb at 20.45. New hm3 lvad on at 21:15 with subsequent improvement in pump flows and flow through the lvad. FDA safety report ID# (B)(4).